Manufacturer narrative:
On september 25, 2023, mentor received additional information regarding the event. It was reported that the patient that developed the seroma had a surgical intervention to address it; a simple drainage of the seroma was conducted in clinic. Code f19-surgical intervention has been added in section h6 health effect - impact code. It was also reported that the patient that developed an unsatisfactory scar had another manufacture (natrelle) implants placed. The unsatisfactory scar was in the umbilical area. Mentor has updated the complaint's coding for accuracy. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: transumbilical silicone breast augmentation. A practical review of an innovative technique. Objective/methods/study data: a practical review of an innovative technique. Transumbilical silicone breast augmentation (tusba). Forty women aged 21 to 61 years (mean, 35.13 years) underwent endoscopically assisted tusba. All patients had the implants placed in the submuscular pocket. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor smooth round memorygel. It was reported that a female patient who underwent transumbilical silicone breast augmentation (tusba) developed a tunnel seroma. It was reported that a female patient who underwent transumbilical silicone breast augmentation (tusba) developed an unsatisfactory scar.